Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The qc was acceptable. No visible abnormalities were observed in the sample. The field service engineer checked the instrument and replaced the measuring cell, degasser tank, liquid level detection plate, and sample needle. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta assay on a cobas 6000 e601 module. Initial result: 0.34 miu/ml. A data alarm was triggered, prompting the module to repeat the sample automatically. 1st repeat result: 439.8 miu/ml. The clinician noticed a discrepancy between the initial and repeat results and questioned the initial result, prompting the sample to be manually repeated. 2nd repeat result: 432.4 miu/ml. Both repeat results were consistent with the patient's clinical condition.